Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced a connection issue with a transfer set. The connection issue occurred between the transfer set and the minicap; further described by the pt as ¿the top of their transfer set came off while they were asleep¿. No further detail was provided regarding the event. Additional information was requested but is not available. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.